Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 47 mg/dl while their blood glucose reading was 136 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the sensor glucose reading of 50 mg/dl with blood glucose of 139 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will be returned for analysis.